Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (40-70 mg/dl). Reportedly, the customer's health care professional adjusted the pump basal rate due to the customer's weight fluctuating. Pump basal rate was adjusted, and customer ate food to address low bg levels.